Event description:
A nurse from the user facility reported that an intraocular lens (iol) haptic broke in the cartridge of the iol delivery system. The wound had to be enlarged to allow removal of the iol.